Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and following the implant, bleeding/hematoma from impella groin site was observed. Pressure was applied, the site was redressed, and medication (lidocaine with epinephrine) was injected around site to resolve the adverse event. Later, overnight, the patient was taken to the catheterization lab for a pericardial drain and while in the catheterization lab the patient went into atrial fibrillation requiring cardioversion. The impella mcs continued for an additional three days before the patient was successfully weaned, and the device explanted with a survived outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding is determined to be anti-coagulation management because activated clotting times were higher than the therapeutic range at the time of bleeding while moving the patient from cath-lab to ICU. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details.